Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device behaviour appeared to be consistent with normal device behaviour when in spontaneous breathing modes and the subject (patient or static test lung) is not generating breathes. Review of device history logs did not indicate any device errors, failure or inability to adjust settings. This claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.